Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with a catheter, continuous flow. Customer states the proximal balloon did not remain inflated during the case, even though the stopcock was properly placed. The doctor attempted to re-inflate numerous times. After the catheter was removed, the doctor tested the balloon, and the leak appeared to be coming from the junction of the proximal balloon and catheter. No ill effects to the patient.

Manufacturer narrative:
Submit date: (B)(4) 2009. An investigation is currently underway. Upon completion, the results will be forwarded.